Event description:
It was reported that during a vats procedure, the device fully cut and partially stapled with the reload. Another device was used to complete the procedure. They did not have to convert to open. The pt was scheduled to go home, but the pt was still in the hosp. It was reported that the hosp stay will not be extended. There was no adverse pt consequence reported.

Manufacturer narrative:
Date sent: 10/21/2008. Info anticipated, but unavailable at this time.